Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. The memory analysis file revealed that the device incurred many crystal errors. However, the cause of the telemetry delay was not determined. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that prior to implant, the implantable cardiac monitor could not be interrogated for pre-programming after several attempts. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.